Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, a clinical study patient experienced a small capsular perforation intraoperatively. Reportedly resolved same day. Day one post procedure, the patient complained of perineal pain at the initiation of voiding and urinary leakage on exertion; continuing as of (B)(6) 2012. Five days post procedure, the patient presented with haematuria with clots lasting 3 days. The patient was treated; treatment is unknown; resolved as of (B)(6) 2012. Twenty days post procedure, the patient presented with retrograde ejaculation; continuing as of (B)(6) 2012. No further information was available.